Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were in the or for a new system implant but impedances were showing high. The caller stated that all pairs with contact 0 were over 4k ohms but the rest of the pairs were around 1700-2600 ohms. The caller stated they've had this happen before and they performed motor testing .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance was possibly due to moisture on the lead that was introduced in the cavity where the lead goes into the battery. They disconnected the battery from that lead. Dried the lead off, pushed air into the cavity with a small syringe to try and dry out. Reconnected and put back into the pocket. Prior to that, app was shut off and restarted to see if it was a connection issue. This was done at the time of the surgical procedure. Tech support was called. Unknown if the issue was resolved. Although programs 1-4 were tested for motor responses and 1-3 worked, 0 did not intraoperatively. Post-op, programs 1-4 checked for sensory responses and all were confirmed and patient was set on program 1 @0.7 felt in buttock area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.